Event description:
A report received from the USA stated the device experiencing a "will not run" issue. The device was not being used during surgery. It is unknown if pt or user injury was reported. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "emax 2 motor will not run" was confirmed. During the pre-repair diagnostic assessment the device was found to have the hand control console reading of 0 rpm when the expected reading should be 80,000 rpm. If additional information is received, a supplemental report will be sent. (B)(4).